Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a radial and longitudinal balloon burst was confirmed. Due to the condition of the returned device and the nature of this issue, no relevant functional testing could be performed. The balloon single wall thickness was measured at one location (middle) on each of three locations along the longitudinal tear. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component. The balloon single wall thickness at all measured locations were within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary (B)(4). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst due to heavy calfication at the patient¿s native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, during valve deployment in the patient¿s native valve the balloon on the commander delivery system ruptured once the valve was completely expanded. The delivery system was pulled back into the 14f esheath and the devices were removed as one unit. Post assessment of the tavi showed no pvl. The procedure was completed and patient was discharged to ccu in stable condition. In the physician¿s opinion, the balloon ruptured due to heavy annulus calcium.